Event description:
It was reported that the customer's touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.